Event description:
During review of the in-house programming/diagnostic history database, it was observed that on office visit on (B)(6) 2009 the patient's settings were different than what were programmed at the previous office visit on (B)(6) 2008. Review of system diagnostic testing from office visit on (B)(6) 2008 were within normal limits. The device was not interrogated prior to the patient leaving the office on (B)(6) 2008 as recommended by device manufacturer to ensure the device is at the correct settings; therefore, the settings were not corrected prior to the patient leaving the office. It is unknown whether the diagnostics test inadvertently set the device settings to unintended settings or whether a different programming system was used to program the device off. The settings were corrected on (B)(6) 2009. No patient adverse events were reported.

Manufacturer narrative:
Review of device programming history.